Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The abut contour 3.5x4.5 1mm cuff (zoa341s) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (loosening). Device history review (DHR) review was completed for the subject lot number 62428694. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62428694) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the abutment screw loosening. Screw removed and replaced.